Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrent stress urinary incontinence, emotional distress and a product problem. It was also reported that the plaintiff experienced a cystocele and urethral hypermobility. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as blunt force head injury. Related to manufacturer report #: 3011770902-2016-00283.